Event description:
Pt with a history of hypertension, underwent a hernioplasty for a ventral incisional hernia. Prolene mesh was used to repair the site. One sheet of seprafilm was applied under the midline incision. The pt developed an "allergic reaction". The following day, mrsa (methicillin-resistant staphylococcus aureus) infection was confirmed. 5 days later, a wound infection at the midline incision was observed. The allergic reaction and wound infection resolved. The pt has recovered without sequelae. The treating physician assessed the allergic reaction as probably related to the use of seprafilm and the wound infection was unlikely related to the use of the product. Additional info has been requested.